Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was not reported if therapy was ongoing until the time of death. The cause of death was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient passed away on an unspecified date in (B)(6) 2013. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2000. The device was evaluated prior to receipt of this report. A review of the device event log was performed and revealed no device failure, malfunction or increased intraperitoneal volume (iipv) event. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The device passed previous testing and was found to meet functional and electrical performance specification requirements. No device hardware malfunction/iipv could be confirmed related to the reported issue. The cause of the reported event could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.